Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. No protocols, defects, or non-conformances related to complaint issue were noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, when opening product it was realized that the seal was not intact.